Event description:
It was reported that a catheter issue occurred. The 75% stenosed lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, when the telescope was closed, the device could not be flushed, and air could not be discharged. During testing outside the patient, the catheter displayed a black screen but was not kinked. No error was reported at the time the image was lost. The catheter was imaged zero times when the image was lost, and it could not be flushed during external testing. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, a review of the media provided by the customer showed evidence of catheter difficult to flush.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, when the telescope was closed, the device could not be flushed, and air could not be discharged. During testing outside the patient, the catheter displayed a black screen but was not kinked. No error was reported at the time the image was lost. The catheter was imaged zero times when the image was lost, and it could not be flushed during external testing. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.